Event description:
Reporter stated that pt obtained back-to-back blood glucose results of 48 mg/dl and 140 mg/dl, while using the suspect device. Reporter indicated that pt did not modify therapy based on these results. No pt injury was reported and no treatment was received. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.